Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that poor image quality after taking a 2d image. There were two black bars running through it. The 3d image had a circle through the image. The site proceeded with another imaging system. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3,h6): manufacturing representative went to the site to test the system,replaced detector dx panel due to image quality issues. Performed mfov alignment, collimator detector alignment, 2d and 3d image quality tests. Also performed a dose output check. System functions as intended. The part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, "image quality." Detector panel assembly was returned to vendor for testing. Per vendor no fault was found when tested. Codes:b01,c02,c19,d0302. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905r, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.